Manufacturer narrative:
Initially the following was reported that is supposed that the rotaflow stopped without an alarm and restarted normally. As informed by the technician on 2020-09-10 via e-mail he checked the device carefully on a long time and he decided to get it back to normal use. Under so# (B)(4) dated on 2020-08-31 the described error could not be reproduced. A possible overflow alarm was misinterpreted by the user. The technician joint decision with users to resume service immediately. Thus the reported failure could not be confirmed. The most probable root cause is a user error due to misinterpreted alarm of the rotaflow. The failure occurred during treatment and the device was directly involved in the incident. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
Customer reported that a rotaflow that is supposed to have stopped without an alarm and restarted normally. Customer swapped the machine. No adverse condition for the patient were reported. Complaint number: (B)(4).